Event description:
It was reported that the wake button on the customer's device was unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.